Event description:
Complainant alleged that when utilized with a mannequin the autopulse resuscitation system displayed a user advisory ua02 (compression tracking error). There was no report of any patient involvement and no additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The ua 2 fault could not be duplicated during functional testing. The platform was run with the manikin and the large resuscitation test fixture (equivalent to a 250 pound patient) and no problems were encountered. The reported user advisory 2 fault (compression tracking error) was; however, confirmed based on the archive review which showed that the fault occurred on the reported event date of (B)(6) 2013. The load cells were tested and functioned as intended. Data from the archive does; however, indicate that either the load on the platform was very light when the ua 2 fault occurred or that the manikin the customer was using was not aligned properly.